Manufacturer narrative:
REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM THE UNITED KINGDOM, A TOTAL OF FIVE TWO HUNDRED EIGHTY-NINE (289) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 14-JUL-2015 AND 17-DEC-2024, USING POLARCUP CEMENTED ACETABULAR CUPS. FROM THESE, TWENTY-TWO (22) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIX (6) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO DISLOCATION/SUBLUXATION, TWO (2) HIPS DUE TO PERI-PROSTHETIC FRACTURE ASSOCIATED TO THE FEMORAL STEM, TWO (2) HIPS DUE TO LOOSENING OF THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO LOOSENING OF THE ACETABULAR COMPONENT AND DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO OTHER-UNSPECIFIED REASON, ONE (1) HIP DUE TO LOOSENING OF THE FEMORAL STEM AND INFECTION, ONE (1) HIP DUE TO DISSOCIATION OF THE LINER, ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION AND INFECTION, ONE (1) HIP DUE TO LOOSENING OF THE ACETABULAR COMPONENT AND PERI-PROSTHETIC FRACTURE ASSOCIATED TO THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO MALALIGNMENT OF THE STEM AND DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION AND HEAD/SOCKET MISMATCH AND ONE (1) HIP DUE TO UNEXPLAINED PAIN. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 14-JUL-2015 AND 17-DEC-2024 IN THE UNITED KINGDOM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE POLARCUP DUAL MOBILITY ACETABULAR SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF TWO HUNDRED EIGHTY-NINE (289) REVISION THA PROCEDURES WITH POLARCUP CEMENTED ACETABULAR COMPONENTS HAVE BEEN PERFORMED IN THE UK BETWEEN 14-JUL-2015 AND 17-DEC-2024. THE CUMULATIVE RE-REVISION RATES FOR THESE COMPONENTS ARE IN LINE WITH OTHER CEMENTED CUPS IN NJR-UK (REFERENCED AS ¿THE CLASS¿ BELOW) OUT TO 9 YEARS AS DETERMINED BY OVERLAPPING CONFIDENCE INTERVALS. IT SHOULD BE NOTED THAT THE CUMULATIVE RE-REVISION RATES INCLUDE ALL REASONS FOR RE-REVISION, EVEN IF A SPECIFIC REASON IS ATTRIBUTED TO A DIFFERENT DEVICE (E.G LOOSENING OF THE FEMORAL STEM). THE FOLLOWING CUMULATIVE RE-REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: O AT 1ST POSTOPERATIVE YEAR: 5.02% (3.00%-8.34%) VS 3.4% (3.2%-3.7%) OF THE CLASS. O AT 3RD POSTOPERATIVE YEAR: 8.39% (5.51%-12.66%) VS 6.1% (5.8%-6.4%) OF THE CLASS. O AT 5TH POSTOPERATIVE YEAR: 8.39% (5.51%-12.66%) VS 8% (7.7%-8.4%) OF THE CLASS. O AT 6TH POSTOPERATIVE YEAR: 9.62% (6.19%-14.80%) VS 8.8% (8.5%-9.2%) OF THE CLASS. O AT 7TH POSTOPERATIVE YEAR: 9.62% (6.19%-14.80%) VS 9.7% (9.3%-10.1%) OF THE CLASS. O AT 8TH POSTOPERATIVE YEAR: 9.62% (6.19%-14.80%) VS 10.7% (10.3%-11.1%) OF THE CLASS. O AT 9TH POSTOPERATIVE YEAR: 9.62% (6.19%-14.80%) VS 11.7% (11.2%-12.1%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM THE UNITED KINGDOM, A TOTAL OF FIVE TWO HUNDRED EIGHTY-NINE (289) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 14-JUL-2015 AND 17-DEC-2024, USING POLARCUP CEMENTED ACETABULAR CUPS. FROM THESE, TWENTY-TWO (22) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIX (6) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO DISLOCATION/SUBLUXATION, TWO (2) HIPS DUE TO PERI-PROSTHETIC FRACTURE ASSOCIATED TO THE FEMORAL STEM, TWO (2) HIPS DUE TO LOOSENING OF THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO LOOSENING OF THE ACETABULAR COMPONENT AND DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO OTHER-UNSPECIFIED REASON, ONE (1) HIP DUE TO LOOSENING OF THE FEMORAL STEM AND INFECTION, ONE (1) HIP DUE TO DISSOCIATION OF THE LINER, ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION AND INFECTION, ONE (1) HIP DUE TO LOOSENING OF THE ACETABULAR COMPONENT AND PERI-PROSTHETIC FRACTURE ASSOCIATED TO THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO MALALIGNMENT OF THE STEM AND DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION AND HEAD/SOCKET MISMATCH AND ONE (1) HIP DUE TO UNEXPLAINED PAIN. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 14-JUL-2015 AND 17-DEC-2024 IN THE UNITED KINGDOM.

Manufacturer narrative:
THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE DATA PREVIOUSLY REPORTED THROUGH MDR 9613369-2025-00080 IS NO LONGER VALID AS IT WILL BE MIGRATED AND SUBMITTED UNDER MDR 9613369-2025-00072 BY THE END OF THE THIRD REPORTING QUARTER, AS AGREED WITH THE FDA.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;